Event description:
It was reported the patient had some sort of nerve damage due to the stimulator moving around. The patient experienced pain while walking.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).